Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
Customer reported xenon light source was presenting with intermittent fogging, and fluctuations in image brightness. There was no report of patient harm.